Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined. There is no allegation or information provided during the investigation that suggests that a device or product malfunction is related to the event.

Event description:
It was reported that the patient presented in the clinic with an infection and an open wound at the implanted device pocket site. The pacemaker was eroded through the skin. The physician elected to extract the whole system - the pacemaker, the right ventricular (rv) lead and the atrial lead. During the procedure, the rv and atrial lead failed to be extracted due to both the leads were adhered to the superior vena cava (svc). Eventually, the physician explanted only the pacemaker. The patient was stable throughout.